Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.

Event description:
Acetabular liner impactor head isn't tightening onto impactor. Thread seems to be worn out. Scrub tech noticed during procedure.

Manufacturer narrative:
An event regarding damaged threads involving an restoris inserter was reported. The event was confirmed. Method & results: device evaluation and results: damage was observed on the threads of the impactor, consistent with cross threading with the mating instrument. No materials or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: no patient medical records were available for review. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock on with no reported discrepancies. . Complaint history review: there have been no other events for the lot referenced. Conclusions: damage was observed on the threads of the impactor, consistent with cross threading with the mating instrument. No materials or manufacturing defects were observed on the surfaces examined. If additional information is received, this investigation will be reopened and re-evaluated.

Event description:
Acetabular liner impactor head isn't tightening onto impactor. Thread seems to be worn out. Scrub tech noticed during procedure.